Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-1934bcf-2 sutr anch, bio-comp s-tak serial/batch number (B)(6) was received for investigation. The visual evaluation of the shaft and handle did not reveal any damage. The evaluation of the suture and the anchor/bio found no damage to the suture; however, the evaluation of the anchor/bio revealed a crack, damage to the thread¿s geometry, and a missing piece at the distal end of the screw. Functional testing was performed by pulling the sutures to check for resistance and functionality. No problems were found. The most likely cause of the reported and observed failure is user error, specifically improper bone preparation and/or misalignment during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a biceps tenodesis surgery the anchors are breaking off while inserting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 20-dec-2024 further information received with the incoming delivery document. It was reported that the anchor did not hold in the shoulder.